Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the non-tortuous proximal left anterior descending (lad) artery. A fetch2 catheter was selected for thrombectomy and advanced. It was noted that the fetch2 was pushed hard and it ¿popped¿ through the lesion. When the catheter was withdrawn, the shaft was hanging together by just fibrous pieces. No patient complications were reported.